Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 574 mg/dl; cause was unknown. Reportedly, the customer sustain an undefined heart injury. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was release with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.